Event description:
It was reported that externalized conductors and high out of range, hv lead impedance were observed. The lead was explanted. The patients clinical condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.